Event description:
It was reported that the atrial lead had started to observe crosstalk. The threshold had increased in the previous six months. The pacing mode was changed to vvi mode. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: cd2211-36, implantable cardioverter defibrillator, (B)(6) 2010; 6931, implantable tachy lead, (B)(6) 2005. (B)(4).